Event description:
On (B)(6) 2012, it was reported the up and down buttons on the patient's infusion device were not functioning properly. The patient was not able to bolus using the infusion device and had to inject insulin using a pen. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.